Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was provided for investigation. The problem was confirmed. The root cause was determined to be a failed transmitter error. The reported issue of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.